Manufacturer narrative:
H11: h2: additional information: h6: medical device problem code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that fluid was leaking from the patient. The device's tube is in the patient. Another image showed the control unit settings: a pressure reading of 22 and a flow rate reading of 0.4. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a defective transducer or crimped inflow tubing. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the dyonics control unit had an exaggerated output of serum throughout the procedure. The flow was regulated and the pressure was lowered, but it made no difference in the amount of serum that came out of the patient's shoulder, retaining much more liquid than normal. No harm to the patient was reported. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.